Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device has an ac power module failure. There was no patient involvement reported.

Manufacturer narrative:
.